Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that the device stops at the bios screen while booting, that suggest a problem with recognizing the host computer's os disk. To resolve the problem, fse restarted the system. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system was unable to boot, stalling at the bios. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.